Event description:
It was reported that the power cord's wiring was becoming frayed and disconnected. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
The manufacturer's investigation is still ongoing; when additional information is received, a follow-up report will be submitted.